Event description:
Customer reported during daily check of the device that it would not charge beyond 50 joules, no pt involvement. Svc rep did not duplicate the reported improper charging condition. Customer declined any repair to the device.